Event description:
It was reported that the patient experienced pain at the pocket site. The atrial lead was capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.